Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted: unk. Explanted: unk. Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found one haptic torn. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the back haptic of a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, was noted to be torn off prior to injecting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens was inserted and removed during the same surgery due to the lens was noted to be torn. There was no patient injury. The backup lens was implanted and the problem was resolved. The patient is doing well. The cause of the event was unknown. (B)(4).